Manufacturer narrative:
Patient identifier not available from the site. Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a catheter placement procedure, registration was tried several times with failure every time. The system displayed you were at the posterior part of the head when you were at the bridge of the nose. The site attempted to rotate the flat emitter without resolution to the issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Medtronic received information that the site opted to complete the procedure with optical navigation rather than electromagnetic navigation.

Manufacturer narrative:
Additional information: the most likely cause of the reported event was metal interference in the electromagnetic field. If information is provided in the future, a supplemental report will be issued.